Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of vancomycin resistant enterococci peritonitis in a patient coincident with dianeal pd4 ambuflex (dianeal pd4 sys ii with 1.5% and 2.5% glucose) and extraneal vialflex therapies. On (B)(6) 2011, the patient experienced vancomycin resistant enterococci peritonitis and was hospitalized. The patient's catheter was removed and pd therapy was discontinued. It was unknown if the event of vancomycin resistant enterococci peritonitis resolved. Dianeal and extraneal therapies were permanently discontinued. The nurse believed that it was unlikely that the event of vancomycin resistant enterococci was related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.